Event description:
In 2008, the lay patient called lifescan (lfs) alleging that her one touch ultra meter does not turn on. At that time there was no indication that the pt experienced serious injury. The customer care advocate (cca) noted the reported meter did not turn on when the power button was pressed or when a test strip was inserted into the test strip port. Replacement products were sent to the pt on the same day. According to fed ex records, the replacement meter shipment was delivered to the pt's address on the next day. However, the pt called lfs on april 17, 2008 to report that she had not received the replacement products. The medical affairs specialist (mas) spoke with the pt on original date, to obtain additional info included below. The pt takes the following diabetes medication: lantus insulin, 100 units each morning and evening; novolog insulin by sliding scale at breakfast, lunch, and dinner; glyburide 6 mg each am and pm. The pt told the mas she remained unable to test her blood glucose with the reported meter on the next day, and did not test with another device. Since she was unable to check her blood glucose, she took her usual dose of 16 units novolog insulin with breakfast, lunch, and dinner. She also took lantus insulin, glyburide, and ate as usual. She remained asymptomatic before going to bed on the night of the same day. At 5:00 am on the following day, the pt woke up sweating profusely and shaking. She said she knew her blood glucose level was low. She treated herself with orange juice, sugar, and cake, and felt better. She said she is rarely hypoglycemic and her symptoms were worse on the same day than any time in the past. A field exchange of the pt's meter was arranged on the same day. The pt told the mas she has been able to test her blood glucose without difficulty since receiving the replacement meter. The complaint is reported, because the pt claims the lfs product did not turn on and she was unable to test her blood glucose level prior to taking insulin. She claims she later experienced symptoms typical of hypoglycemia and treated herself effectively with food, juice, and sugar.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.